Manufacturer narrative:
Manufacturing review of the device history record for the reported lot shows that all units were quality released on 7-20-2016 having met all internal manufacturing specifications and qc acceptance requirements for workmanship and biological indicator testing for product sterility. The instructions for use for the cormatrix cangaroo ecm envelope (art-20524b) currently lists risk of infection as a potential complication. The site investigator for this study indicated that the probable cause of this event was related to the fact that patient was using an immunosuppressant (methotrexate). The device remains implanted with no further incidents/events reported.

Event description:
It was reported that a cormatrix cangaroo ecm envelope (model #cmcv-009-med lot# m16g1184) was used in a pacemaker generator change-out procedure on (B)(6) 2016 on a (B)(6) female patient with the following risk factors for infection - obesity, systemic anticoagulants, immunosuppressants, and congestive heart failure. The cangaroo ecm envelope was hydrated in normal saline, and there were no issues with implant procedure. Medical records indicate that at 6 weeks post procedure, on (B)(6) 2017, the patient presented with redness at the incision site. Patient was treated for superficial cellulitis with a course of antibiotics (clindamycin 300 mg x 3 doses/day). There was no sign of deep pocket infection, but is being monitored by hospital site. The site investigator indicates on the case report form that the event was possibly related to both the procedure and the device. In the site investigator's opinion, the probable cause of the event is increased risk of infection due to patient use of methotrexate which is an immunosuppressant and it is unclear if directly related to the cormatrix pouch. The device remains implanted at this time with no further incidents/events reported.